Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log identified the reported f94 alarm. The cause was determined to be a damaged main battery. To address this issue the main battery was replaced. The device was restored to good working condition and returned to the customer. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f94 alarm. It was not specified when in the alarm occurred. There was no patient involvement. No additional information is available.